Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the pump malfunctioned and he was hospitalized. Troubleshooting attempted to reach customer via phone and was able to leave a detailed voice mail message.